Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 220 mg/dl. Troubleshooting revealed that the customer changes the infusion sets every four days, the reservoirs once a week, and uses cold insulin. Advised the customer to change the infusion sets and reservoirs every two to three days and to use room temperature insulin. Troubleshooting on the insulin pump was not possible because the battery had been removed from the insulin pump.